Event description:
The valve has been explanted because the patient suffered about falm and slit ventricle. The surgeon assumed it belongs to the valve thus they explanted it.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon visual examination of the valve revealed that the stator and the white marker were dislodged.-therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage to the valve casing was noted. Some corrosion was noted on the stator. Review of the history device records confirmed the valve product code 82-3100, with lot p.299, conformed to the specifications when released to stock on the 13th august 1993. The root cause(s) of the dislodgement of the stator and the white marker could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Based on the results of this investigation dr was initiated to review data related to galvanic corrosion within stator of hakim valves. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.